Manufacturer narrative:
The report we received from our affiliate indicated that during a percutaneous transluminal coronary angioplasty (ptca) to a severely calcified, 100% stenosed right coronary artery lesion, the balloon ruptured at 12 atmospheres. Multiple inflations were induced; however, the exact number of inflation with pressures were unknown. An andante balloon catheter was used to complete the procedure, and there were no adverse effects to the patient. The product is not available for evaluation and testing. However, please note the following: clinical impression: during a ptca procedure on a (B)(6) male patient on (B)(6) 2004, a ninja balloon (1.5mm x 20mm) ruptured at an inflation pressure of 12 atmospheres, which is the rated burst pressure for this product. The lesion in the rca was described as severely calcified, tortuous and 100% stenotic. These lesion and procedural factors may have contributed to the reported malfunction. Catalog and lot history review revealed this is the first complaint for a balloon rupture received for this sterile lot number to date and the second report of this type for this catalog number in the past six months prior to the complaint alert date. A review of route sheets performed for this product presented no related defects during final assembly manufacturing. Additionally, the rout sheet review verified the samples tested for functional test passed all test (multiple and prolonged inflation tests and burst test). Conclusion: the exact cause for the reported balloon rupture could not be determined without the return of the product.

Event description:
Balloon rupture.